Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with 13 units and 5 units. Customer's blood glucose value was mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. The customer stated that the pump alarmed battery out limit and low battery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit alarm noted. Test blood glucose meter transfer properly to pump. No bayer transfer anomaly noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window.